Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown liner, unknown; unknown, unknown head, unknown; unknown, unknown stem, unknown. (B)(6). Report source, literature: shishido, t. Et al (2018). Effect of stem alignment on long-term outcomes of total hip arthroplasty with cementless bi-metric femoral components. Journal of orthopaedics, 15(1), 134-137. Doi: 10.1016/j.jor.2018.01.008. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03281, 0001825034 - 2018 - 03280, 0001825034 - 2018 - 03283. Product location unknown.

Event description:
It was reported in a journal article that stress shielding grades 1-4 were identified in 69 hips using the engh grade I(19%), ii(61%), iii(9%) and IV(3%). Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported in a journal article that stress shielding grades 1-4 were identified in 69 hips using the engh grade I(19%), ii(61%), iii(9%) and IV(3%). Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.